Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18270. The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient lost stimulation. X-rays were taken and indicated a lead migration had occurred. Surgical intervention was undertaken and it was determined no lead migration had occurred. The physician pro-actively explanted and replaced the patient's ipg. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.